Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with a new ipp. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with a new ipp. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed; product analysis did not confirm a device issue or malfunction. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders, pump and reservoir that were the result of sharp instrument damage consistent with explant damage. Based on the determination that the cylinder and reservoir leaks were the result of explant damage they were not considered a probable cause for the complaint as they are secondary failures. The pump was not functionally tested due to the leak. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of no problem detected was chosen because no device issue or malfunction could be confirmed through product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.